Manufacturer narrative:
Product event summary: the flexcath advance, 4fc12 with lot 04261, was returned and analyzed. Visual inspection of the sheath showed the shaft was kinked 10 inches from the tip. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; the valve was torn. Additionally, a clinical issue was encountered during the procedure. In conclusion, the reported issue of air ingress was confirmed through testing. The flexcath advance, 4fc12 with lot 04261, failed the returned product inspection due to a leaking hemostatic valve.

Event description:
It was reported that during a cryoablation procedure, the patient experienced st elevation for several minutes. Medications were administered and the st elevation recovered. It was further reported that the physician wanted the sheath inspected for a valve malfunction. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.